Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining pledget pieces. She called and consulted with an ER nurse. Consumer stated the nurse said she did not need to be seen since all the pledget pieces came out. She did not experience any adverse health effects.